Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that one of the rns in sds experienced an issue when attempting to advance an IV immediately after obtaining blood return. Upon removal, it was noted that the needle had perforated through the catheter. Verbatim: complaint via email. Injuries or adverse event: no. Item: 383516. Quantity affected: 1ea. Serial/lot number: (B)(6). Po: (B)(4). Are any samples available for return? Yes. Reported issue: one of the rns in sds experienced an issue when attempting to advance an IV immediately after obtaining blood return. Upon removal, it was noted that the needle had perforated through the catheter. There was no patient harm, and no additional similar incidents have been reported at this time. Customer disposition request: customer only wishes to log with manufacturer only.